Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic for routine device check and mentioned feeling tired and not feeling any different than before receiving the device lately. The patient also reported being told by the physician that ¿the atrial lead they did not replace was the cause of the vibrations.¿ during the threshold test the patient experienced stimulation at thresholds that were not capturing. The patient was advised that tiredness may be due to lack of effective pacing coming from the lead. The lead was reprogrammed, and later removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the ra lead had dislodged into the patient's superior vena cava (svc), and also exhibited high threshold values and low p-waves.